Event description:
Report received of a tubing rupture during use with a power injector. It was reported that during a CT scan an unspecified amount of iso view 300% was being injected at 300 psi and a rate of 2-3 ml/sec when the extension set ruptured at an unspecified location. The contrast material did not come in contact with the patient or staff. It was reported that the IV site remained patent and enough contrast media had infused to complete the study. The customer reported that there were no adverse patient effects.